Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1brr0, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1brr0, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient reported return of symptoms. Reprogramming with the physician assistant was unsuccessful. Action/interventions taken was lead revision. The issue was reported to be resolved. No further symptoms reported. No complications reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3889-28, lot# va1brr0, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who "had new stimulator about 4 months ago." Patient said the new one was put in because the first one was not working and the patient was still having a lot of problems with their bowels; the call center thought the patient was confused and had the lead replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.